Event description:
It was reported by a company representative that a physician's handheld computer was not working. The company representative indicated, the handheld likely underwent a hard reset as the screen was on the "erase all memory" screen. The company representative pressed the page button but the handheld remained unresponsive. The company representative verified the handheld was not locked and verified the battery cover was placed correctly, but the issue prevailed. A hard reset was performed, but the handheld returned to the "erase all memory" screen. It is known that the handheld was not connected to the ac power supply and re-seating the flashcard did not resolve the issue. The handheld computer was returned to the manufacturer and is currently undergoing product analysis.